Event description:
Reportedly, on (B)(6) 2025, during the procedure of a new pacing system implantation, a low impedance (< 200 ohms) and absence of pacing were observed for the ventricular vega r58 lead. The absence of pacing occurred once connected to the psa and once the lead connected to the device, the impedance was low. A new lead was used to complete the procedure.

Manufacturer narrative:
Investigation summary: analysis of the returned lead indicated that electrical testing detected an abnormally low insulation impedance value on the proximal section of the lead. The dismounting of the connector revealed that the inner tube was not adequately inserted into the is-1 connector, resulting in a short circuit between the inner and outer coils. This finding can explain the reported electrical issues during implantation procedure. Corrective actions were implemented following the first reported case of this failure to prevent recurrence. It should be noted that the subject lead was manufactured and released prior to the implementation of these actions. This investigation will be retained and used for trending purposes.

Event description:
Reportedly, on (B)(6) 2025, during the procedure of a new pacing system implantation, a low impedance (< 200 ohms) and absence of pacing were observed for the ventricular vega r58 lead. The absence of pacing occurred once connected to the psa and once the lead connected to the device, the impedance was low. A new lead was used to complete the procedure.